Event description:
The manufacturer became aware of an allegation of simplygo mini that the patient alleges that the device is having bad odor. A device was returned to a third-party service center. During the evaluation of the device, they found out that pca was found burned. The device was cleaned, and the front enclosure, rear enclosure, internal cable and warning label were replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.